Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a pump stoppage. The pt was standing at the bedside, attached to the power unit. The log file contained about 2 days of data. There were a high number of pi events before and after a 2 minute window of a low speed event followed by several low flow red heart alarm pump stoppages. During the 2 minute window, the pump tried to regain speed once, before going into several more pump stoppages within the 2 minutes. Modified pt cables were requested and sent to the customer.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.